Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues and removal issues occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right superficial femoral artery. This 6.0 x 100, 135cm mustang balloon catheter was selected for pre-dilation. Following several dilatations (exact number is unknown) of this mustang balloon, they attempted to remove the balloon catheter from the patient but were unable to remove it. It was noted that the balloon was 20%-30% expanded when attempted to be removed from the patient. The balloon came into contact with the distal end of the sheath and contrast medium remained in the balloon due to the deflation issue. The physician then inserted a 23 gauge needle near the area that 6f sheath was inserted percutaneously and the contrast medium was removed from the balloon. The mustang balloon was then removed from the patient intact. Upon removal of the balloon catheter, it was noted that there were no visible issues with the device. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues and removal issues occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right superficial femoral artery. This 6.0 x 100, 135cm mustang balloon catheter was selected for pre-dilation. Following several dilatations (exact number is unknown) of this mustang balloon, they attempted to remove the balloon catheter from the patient but were unable to remove it. It was noted that the balloon was 20%-30% expanded when attempted to be removed from the patient. The balloon came into contact with the distal end of the sheath and contrast medium remained in the balloon due to the deflation issue. The physician then inserted a 23 gauge needle near the area that 6f sheath was inserted percutaneously and the contrast medium was removed from the balloon. The mustang balloon was then removed from the patient intact. Upon removal of the balloon catheter, it was noted that there were no visible issues with the device. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was determined that the shaft was severely stretched down at 116.5cm to 118.7cm distal to the strain relief and at 120.2cm to 121.5cm distal to the strain relief. This stretching is consistent with excessive tensile force having been applied to the shaft. Microscopic examination of the balloon material identified a hole over the distal markerband. The hole is consistent with the complaint reported stating that the balloon was deflated by using a 23g needle percutaneously. An attempt was made to inflate the balloon and liquid leaked out through the hole. This indicates that there was no restriction through the inflation /deflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).